Manufacturer narrative:
Additional information: h6, h11. H11:the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a crack in the body of the set effluent pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the waste liquid sensor of a prismaflex st100 set was observed to be scratched and leaked during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.